Manufacturer narrative:
Method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as a result of a re-evaluation of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturer reports: 1627487-2010-04066 and 1627487-2010-04067. The pt rec'd her scs system, including an ipg, on (B)(6) 2010. The pt reported experiencing chronic stomach problems since the implant of the scs system. The system was explanted and not replaced at the request of the pt. The ipg was not returned to the manufacturer for analysis. F/u on the pt found no further issues reported.